Manufacturer narrative:
No additional information has been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up and after one hour the screen was still displaying "system starting". System was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and assisted the customer with reloading the software on the flexvision-pc. The device was returned to expected functionality.